Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no lot-specific product quality issue from this lot. Based on all available information, a definitive cause for the reported single leaflet device attachment (slda) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One xtr clip delivery system (cds) was successfully implanted without issues. To further reduce mr, an additional xtr cds (90917u108) was advanced and grasping was performed; however, the leaflets were unable to be grasped. The clip was removed and an ntr cds (90807u245) was inserted. At this time echocardiogram showed a flail had occurred. The physician stated the flail was caused by the multiple grasping attempts with the xtr. The ntr clip was successfully deployed on both leaflets, but after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional ntr cds (90807u244) was inserted. Grasping was performed, but the clip was unable to grasp the leaflets. It was noted that visualization was difficult due to the two implanted clips. Therefore, the clip was removed, and the procedure was discontinued. Mr reduced to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.